Manufacturer narrative:
(B)(4). Revoked asr exemption number e1997036 . 'Report late due to asr to individual reporting transition'.

Event description:
Implant failure because primary stability could not be achieved.